Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: prophylactic removal to avoid injury. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent an unknown breast surgery with a unknown mentor prosthesis experienced being nervous about having implants in her body post procedure. A physical examination was performed by a physician and mentor did not receive any diagnosis. As a result patient scheduled for bilateral removal on (B)(6) 2020. This report relates to the right prosthesis.